Event description:
The pump was returned for investigation. Investigation revealed dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed dim and discolored display screen. A new test screen was inserted and the display illuminated to normal contrast. Further investigation indicated a call service alarm during a review of the black box history. No issues were noted with the time and date. The rewind, prime and load steps were performed with no alarms noted. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened; no issues were noted with the motor assembly and no moisture corrosion was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.